Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported no complaint against the device for the right side. Patient then later reported right side rupture. Device remains implanted.

Event description:
Healthcare professional additionally reported right capsular contracture baker grade iii. The device has been explanted and replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening on the posterior side assessed as surgical impact opening and one opening on the posterior side assessed as surgical damage . (Shell thickness was within specification). Capsular contracture : unable to observe since it is a medical event and is not related to the device. Malposition : unable to observe since it is a medical event and is not related to the device. Additional observation. No penetrating nick stress mark. Brown particles observed on the device. Crease fold observed on the device. No further actions are required as no issues with the manufacturing process are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported no complaint against the device for the right side. Patient then later reported right side rupture. Healthcare professional additionally reported right capsular contracture baker grade iii. Patient undergone capsulectomy. The device has been explanted and replaced.